Event description:
It was reported there were multiple codes at startup of the programmer. The rf (radio frequency) head and stylus pen were removed and multiple restarts. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer powers up with a system error. Analysis also found the upper hinge plate is scuffed up and the stylus is bent but still functional. (B)(4).